Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. It was noted measurements had slowly increased over time; an increase in pacing threshold measurements was also noted. There was no observed impact to therapy. A revision procedure was performed at which time the lead was surgically abandoned and replaced with a competitor product; the pacemaker was also explanted and replaced to avoid an addition procedure in the future. No additional adverse patient effects were reported.